Manufacturer narrative:
Investigation summary: one photo was provided. It shows a case box labeled as 306545- 5ml saline product- with heparin shelf boxes. The line that produced the lot # 9051627 only produces saline products. The shelf boxes are incorrect. Possible root cause is in the packaging area due to mixed material. The heparin shelf boxes were used to packaged saline product; case pack operators have been trained to verify the production order material list with the material to be used. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: one photo was provided. It shows a case box labeled as 306545- 5ml saline product- with heparin shelf boxes. The line that produced the lot # 9051627 only produces saline products. Root cause description: possible root cause is in the packaging area due to mixed material. The heparin shelf boxes were used to packaged saline product; case pack operators have been trained to verify the production order material list with the material to be used.

Event description:
It was reported that label error occurred before use with a syringe 5ml saline 5ml fill. The following information was provided by the initial reporter, "the label on the shipping box did not match what was on the product box received. Opened box of 5 ml saline flushes manufacturer reorder #306545. Heparin flushes were inside the box. The box was sealed."